Event description:
It was reported that the patient was experiencing high impedances, and during the procedure it was discovered that the lead was fractured. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
Event date is estimated. The reported event of high impedances was confirmed. The lead was returned complete. Microscopic inspection of the lead revealed all wires were broken at 21.2cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
Correction: h6 coding has been updated. The reported event of high impedances was confirmed. The lead was returned complete. Microscopic inspection of the lead revealed all wires were broken at 21.2cm distal to the stimulation end. A review of documentation supplied with the implant states that sutures placed directly on the lead without an anchor can cause permanent damage to the insulation and eventual failure of the lead. Based on the information received, the cause of the fractured wires is consistent with suturing directly over the lead with a ¿chinese finger trap¿ lead suture instead of suturing over the anchor as directed in the manual, thus creating an overstress condition on the lead while in vivo.